Manufacturer narrative:
Investigation summary: without a lot number, no further investigation can be conducted. Root cause: insufficient information. Source: phone.

Event description:
Customer reporting 1 false positive sars result on an asymptomatic patient. Customer tested negative the same day using the same assay. It was noted by the customer that a positive patient sample was one well apart from the reported false positive result. Attempts were made to gather more information from the customer without success.